Event description:
A cartridge alarm 30 was reported during the load process, and the customer confirmed the issue did not cause any adverse impact on their blood glucose level. The customer followed the proper load technique but experienced issues in the past with assistance from technical support. However, they were able to successfully load a cartridge and resume insulin therapy, resolving the issue.